Event description:
The facility reports the wife was placed from her bed to the bathroom while standing in the lift. At the moment the wife was placed over the toilet with the lift, she had insufficient force in her legs, which caused her to slide downward. As a result, the wife slid out of the sling, hitting the toilet and subsequently landing on the floor next to the toilet. The wife sustained bruises all over, her left arm and buttock in particular. She is in a lot of pain. The wife has been diagnosed with a broken upper left arm, just under the armpit, and has been placed on bed rest. The husband noted he tried the lift out on himself with someone else before using it with his wife. He does not think the lift is to be used on people that are hemiplegic. The wife has insufficient capability to stand in an active lift for a long time. (B)(4).

Manufacturer narrative:
A supplemental report will also be submitted when the MFR concluded their investigation.